Manufacturer narrative:
After further review of additional information received the following sections a2, b5, b7, d1, d10, e1, g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3): the revision reported may have been due to prosthesis wear of the tibial insert and patella component. However, the reported event cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be fully assessed as the devices were not available for evaluation and no images, radiographs, manufacturing lot information, or detailed clinical information was provided.

Event description:
Approximately 9 year(s), 3 month(s) and 3 day(s) post-operative of a right tsa, it was reported via clinical study that the patient was hospitalized for right total knee replacement (tibial poly exchange, extensive synovectomy and patella poly exchange). The patient underwent revision surgery and the outcome of this event is considered resolved. The clinical report indicates that this event is definitely related to the device(s) and/or to the procedure.

Manufacturer narrative:
After further review of additional information received and the completion of investigation, the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3): the revision reported may have been due to prosthesis wear of the tibial insert and patella component. However, the reported event cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be fully assessed as the devices were not available for evaluation and no images, radiographs, manufacturing lot information, or detailed clinical information was provided.

Event description:
It was reported via clinical study, that the 56 yo male patient was hospitalized for right total knee replacement (tibial poly exchange, extensive synovectomy and patella poly exchange). The patient¿s outcome was last known as resolved with revision on (B)(6) 2023.

Manufacturer narrative:
Concomitant medical products: tibial insert 02-012-35-4013, femoral component 02-010-01-0340, tibial tray 02-012-45-4040, patellar 200-02-38.